Event description:
It was reported that the patient's ipg was explanted due to end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01247. It was reported that the patient would be having an ipg replacement for an unknown reason.